Manufacturer narrative:
Damage cartridge base. The analysis results found that the device was returned with the cartridge base bent. No functional test could be performed due to the returned condition of the instrument. No conclusion could be reached as to what may have caused the found damage. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that prior to an unknown procedure, when the device was removed from packaging, it was noticed to be bent. Another device was used to complete the procedure. There was no reported patient consequence.